Manufacturer narrative:
Analysis of the pump (sn; (B)(4)) found motor gear train anomalies; corrosion and/or wear and/or lubrication and the stall was due to gear wheel 3. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2016, information was received from a foreign patient via a manufacturer representative (rep). The patient was receiving bupivacaine (10000 mcg/ml at a dose of 5298 mcg/day), clonidine (600 mcg/ml at a dose of 318 mcg/day) and bupivacaine (100 mcg/ml at a dose of 53 mcg/day) via an implantable pump for an unknown indication. On (B)(6) 2016 a critical alarm occurred and a rotor stall was displayed on the n'vision programmer (8840). The patient also experienced withdrawal symptoms. The pump was explanted and replaced on (B)(6) 2016. The reporter stated, "medication cocktail?" For potential contributing factors. The event was resolved at the time of this report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.